Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are part# 5430030, lot h11h0163, expiration date 08/10/2019; part #7068396, lot h11g2629, expiration date 07/22/2019; lot h11g4057, expiration date 07/27/2019. Part #7068396 is not approved for use in the united states; however a like device catalog # 5440030, 510k # k091974 was cleared in the united states. The manufacture date for lot h11h0163 is 08/10/2011; the manufacture date for lot h11g2629 is 07/22/2011; the manufacture date for lot h11g4057 is 07/27/2011. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the patient underwent a surgical procedure at t11-l3 to treat a l1 compression fracture. It was reported that during insertion of the set screw, metal debris came off from the set screw. The debris was suctioned. The surgeon continued the procedure using the set screw. No patient complications were reported.